Manufacturer narrative:
It was previously stated that this strip lot was associated with the recall. This strip lot is not associated with the recall. This is a correction to the previously provided information. The customer's meter and strips were returned for investigation. The returned product was measured with a retention meter in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 hct: 44%, donor 2 hct: 43% . Testing results: donor #1: retention meter and master lot strips: 3.0 inr, customer meter and customer strips: 3.0 inr . Donor #2: retention meter and master lot strips: 3.2 inr , customer meter and customer strips: 3.3 inr . The maximum difference between measurements with the same blood sample was 3%. Relevant retention test strips (lot 334499) were tested in comparison with the master lot coaguchek xs pt at roche mannheim. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
This event occurred in (B)(6). Occupation was lay user/patient.

Event description:
The customer received questionable results from coaguchek inrange meter serial number (B)(4). The results from the meter was 4.8 inr and the result from a laboratory was 3.6 inr. On (B)(6) 2018, the result from the meter was 6.0 inr and the result from the laboratory was 4.2 inr. There was no allegation of an adverse event. The patient had no treatment for lupus or antiphospholipid antibodies. The therapeutic range was 3 to 4 inr. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.